Event description:
It was reported that psi not reached in arctic sun device. Per follow up information received via email on 26sep2023, the device was repaired in the hospital by crs. Fluid delivery line was replaced, and device passed the functional check. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that psi not reached in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a failed fdl. The device was evaluated and the reported issue was confirmed as it was noted that the inlet pressure was out of specification due to a faulty fdl. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that psi not reached in arctic sun device. As per follow up information received via email on 26sep2023, the device was repaired in the hospital by crs. Fluid delivery line was replaced, and device passed the functional check. No patient involvement.